Manufacturer narrative:
Follow-up #1: date of submission: 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2016 with the following findings: a review of the pump histories indicated that the last bolus delivery was a 6.5 unit bolus on (B)(6) 2016 at 12:19 and the last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified inaccurate delivery issue. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.